Event description:
It was reported that a vessel dissection and device separation occurred. The target lesion was located in the non tortuous and non calcified obtuse marginal (om) of the circumflex artery. An unknown stent was implanted at the om of the circumflex artery. The physician then used an opticross¿ imaging catheter to check the stent. However, the imaging catheter became kinked during delivery and caused a dissection to the left anterior descending artery. When the imaging catheter was completely removed from the patient, a fracture/breakage of the device was noted. The physician placed a balloon pump and the patient went to open heart surgery at another facility where the patient received a left internal mammary artery (lima) to the left anterior descending (lad) artery. No additional patient complications were reported and the patient did well throughout the surgery and did well in recovery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that a kink was observed in the telescope assembly at 62.5 cm from femoral marker to the proximal end. There was no observations of any detachment or other physical damaged found with the device. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. No imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a vessel dissection and device separation occurred. The target lesion was located in the non tortuous and non calcified obtuse marginal (om) of the circumflex artery. An unknown stent was implanted at the om of the circumflex artery. The physician then used an opticross¿ imaging catheter to check the stent. However, the imaging catheter became kinked during delivery and caused a dissection to the left anterior descending artery. When the imaging catheter was completely removed from the patient, a fracture/breakage of the device was noted. The physician placed a balloon pump and the patient went to open heart surgery at another facility where the patient received a left internal mammary artery (lima) to the left anterior descending (lad) artery. No additional patient complications were reported and the patient did well throughout the surgery and did well in recovery.